Event description:
Rptr ntoed cataract procedure took over an hour due to equipment failure with system. Surgeon had to use three cartridges to complete case. Follow-up with surgeon noted a posterior capsule tear had occurred. Pt had corneal edema post-op, but has healed well, va 20/25. No intervention (vitrectomy) has been reported.